Event description:
Facility alleges an untoward patient reaction during dialysis. Thirty minutes into treatment patient c/o itching:benadryl given. Thirty minutes later, pt complained of "feeling bad, stomach & chest pain, s.o.b." Bp 180/120. Dialysis stopped/terminated. Arterial line noted to be kinked inside pump segment. Roller clamps were not tightly secured around line (no sensor to detect loose fit) "stat" hct/cbc revealed blood was hemolyzed. Pt. Placed on 02 @ 2l. Diagnosed with hemolysis by physician. Conclude roller clamps were not tightly fastened to position a-line, resulting in kinking of line causing hemolysis.